Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on the display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.

Event description:
Customer reported via phone call that there is a button error. The blood glucose reading is 180 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.